Manufacturer narrative:
(B)(4). G2: foreign - event occurred in france. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee surgery. Subsequently, 10 months post implantation the patient was revised due to the articular surface component had lost its initial function of providing stability in the frontal plane. Attempts have been made and no further information has been provided.